Event description:
(B)(4). It was reported that when trying to elevate the lower arm of the equipment boom, it dropped about 10 inches and then caught itself. There was no reported patient involvement and no reported adverse consequences.

Manufacturer narrative:
There was no reported patient involvement, therefore, no patient data exists. Serial number is unknown. Additional attempts will be made for this information. The device has not been evaluated at the time of this report. Evaluation summary: the stryker equipment delivery system (eds) is intended for use as a ceiling-mounted device for supporting or positioning equipment in the surgical suite and/or delivers gases or electricity to these devices. The mmp-200 arm-set is an articulating arm-set that features a motor under the horizontal arm. The mmp-200 offers vertical articulation in conjunction with the horizontal articulations possible with the osc-400 and osc-600 arm-sets. The customer has not scheduled an on-site evaluation or repair at the time of this report, thus root causes of the potential malfunctions are unknown. However, based on the information known at this point in time, there is not enough information to rule out the potential health risk of the boom dropping enough to cause the equipment to fall off the shelf. However, in this instance there were no patients involved and no adverse events were reported. This non-conformance will be monitored. This is not a single use device.